Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09795. It was reported that the burr became stuck on wire. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During the procedure, it was noted that the burr was stuck on wire and did not move. The burr was removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The rotawire was received inside a hoop, not stuck in the rotablator plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in the forward position. Inspection of the device presented no damage or irregularities. Functional testing was provided by inserting the returned rotawire into the burr and advancing through the rotablator device with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification 'not confirmed' was assigned as no evidence revealed of the alleged issue or any anomalies that could have contributed to the reported event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09795. It was reported that the burr became stuck on wire. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were used for treatment. During the procedure, it was noted that the burr was stuck on wire and did not move. The burr was removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.